Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci prograsp forceps instrument and failure analysis was performed. Failure analysis investigation confirmed a broken main tube with a missing piece that was not returned. Common causes of the broken instrument main tube are typically associated to damage during use, which may result from accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument could also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. An image review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: the proximal clevis has been dislodged from the main tube and as a result the main tube appears to be broken as well. There does not appear to be any missing pieces.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument was unable to be removed due to universal surgical manipulator (usm) 1 and usm 4 colliding with each other. The collision resulted in the prograsp instrument becoming damaged. The customer opted to remove the prograsp forceps instrument along with the cannula simultaneously from the usm 4. The customer noted that the prograsp forceps tip was bent and was unable to be removed from the cannula. The customer received phone assistance from the technical service engineer (tse) and was advised to straighten the prograsp forceps tip and remove. After, the customer was advised to return the prograsp forceps instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the prograsp forceps instrument was inspected prior to use and there was no damage or anything out of the ordinary that was noted. The customer clarified that the prograsp forceps instrument was removed along with the cannula due to the wrist being unable to be straightened due to physical damage of the tip of the shaft being bent. There was no increase in port incision that was required due to the prograsp forceps instrument and cannula being removed together. The customer did note that no fragment fell into the patient due to the physical damage. The prograsp forceps instrument did collide with other instruments. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.